Event description:
It was reported that the patient that is enrolled in the a4087 rapid clinical study experienced a migraine that was moderate in severity. The patient was prescribed medication and the event resolved the next day. The event was assessed as possibly related to the device, however there are no implanted devices. The patient underwent two separate radiofrequency procedures, the first on (B)(6) 2022 in the mid/low back region and the second on (B)(6) 2022 to the right side. Additional information was received that the physician believes that the patient's headache may have been caused by irritation of the cervical area.

Event description:
It was reported that the patient that is enrolled in the a4087 rapid clinical study experienced a migraine that was moderate in severity. The patient was prescribed medication and the event resolved the next day. The event was assessed as possibly related to the device, however there are no implanted devices and the patients' radiofrequency procedures were (B)(6) 2022 in the mid/low back region and (B)(6) 2022 to the right side.